Event description:
Info received indicates when the brakes were engaged, the caster did not hold.

Manufacturer narrative:
The tech found that the cam pivots, and casters were worn. The tech replaced the cam pivot, swivel caster wheels, and casters to repair the bed.